Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. No devices being returned as not released by facility. No additional adverse patient effects were reported, patient doing well post operatively. Electrocautery not used once new device was implanted.